Manufacturer narrative:
The investigation is ongoing and its conclusion will be provided within the final report.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about an incident with involvement of shower panel. It was reported that the patient was scalded during shower due to too high water temperature. Based on the information provided by the customer facility representative, the temperature of supplied water has changed during use. According to the information provided by customer facility the patient was scalded. No further information regarding the injury was provided. During visit of the arjo representative at the customer facility after the incident, the facility representative stated that the involved patient was in good condition.

Manufacturer narrative:
Arjo was informed about an incident with involvement of shower panel. It was reported that the patient was scalded during shower due to too high water temperature. The temperature of supplied water has changed during use due to thermostat mixer knob moving itself. According to the collected information the involved patient was scalded. No further information regarding the injury or treatment was provided. Arjo representative visited the facility to perform an interview and a device evaluation. It was found that a thermostat mixer and scalding protection were not calibrated. It should be underlined that the device in question was installed by the third party company (not arjo). During a visit the customer facility representative stated that the involved patient was in a good condition. The arjo representative replaced a top piece of the thermostat mixer and calibrated the scalding protection according to the corresponding instructions. The review of reportable events with the involvement of the shower panel in last years, revealed a very low number of similar incidents, where the uncontrolled water temperature changed and fail-safe protection was not working as intended. Based on the results of the involved device's inspection there have been two factors within the unit, which may have contributed to the alleged event occurrence: thermostat mixer failure (indicated in the complaint as unexpected change of the temperature settings) and lack of scalding protection calibration. However, please note that if the scalding protection is correctly calibrated to reach 41 degrees celsius at maximum (according to the installation requirements), the reported incident would have been prevented. The performed evaluation confirmed that the scalding protection was not set according to the manufacturer's specification as the device was installed by the 3rd without participation of an arjo qualified personnel. It should be underlined that instructions for use (IFU 04.bc.06_5gb issued in january 2015) provided with the involved device informs about the necessary steps to be performed during shower panel installation: "the equipment must only be used for the purposes stated, and must be installed according to the assembly and installation instructions, which can only be superseded by local code." (P. 5) "actions before the first use: install the shower & disinfection panel by qualified personnel. See separate assembly and installation instructions." (P. 7) "make sure the shower & disinfection panel thermostatic mixer has been calibrated according to the assembly and installation instructions by qualified personnel or an arjohuntleigh technician." (P. 7) assembly & installation instructions (06.bc.06_4gb january 2015) delivered with the product, in section "calibration of the thermostat mixer" provide the manual for thermostat mixer setting that should be performed when the device installation is completed. This document also informs what are the potential consequences of not following these requirements: "failure to calibrate the thermostat mixer can lead to scalding incident with possible injury. Remember to calibrate the thermostatic mixer after every installation. Contact qualified personnel or an arjohuntleigh technician." (P. 20) it should be underlined that supporting information and warnings referring to the scalding protection calibration are also available within the IFU: "to prevent scalding, make sure that the water mixer has been calibrated. Confirm that responsible organization has established calibration routines." (P. 7) "to prevent scalding, always check the water temperature with your naked hand before directing the water on the patient. Do not use gloves as it may insulate to the extent that the water temperature can be misjudged. Point the flow of water away from the patient." (P. 14) the checks to confirm that device supplies water of a correct and safe temperature are also a part of the preventive maintenance and caregiver obligations, which are to be followed on weekly and monthly basis: "every week: perform functionality test: test all functions. Water, disinfection, temperature, shower/disinfection spray handles, flush valve and flush button." (P. 20) "monthly: exercise the thermostatic mixer: move the temperature control on the thermostat mixer back and forth over the whole temperature range with the water turned on. This prevents lime deposits, particularly in areas with hard water." (P. 21) caregiver obligations shall be carried out by personnel with sufficient the shower & disinfection panel knowledge following the instructions in the IFU. Although the top piece of the thermostat mixer was replaced and the involved device was functioning correctly after repair, it has not been yet established, what was the exact cause that might have led or contribute to the alleged symptom. The technical inspection revealed that the device was not up to manufacturer's specification after the event. According to the customer allegation, the device changed the water temperature on its own and the scalding protection was no calibrated properly, so the device did not perform as intended. The shower panel was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities based on the customer allegation that a malfunction has occurred and resulted in patient scalding of unknown severity.

Manufacturer narrative:
The arjo representative visited the facility to perform an interview and a device evaluation. It was found that scalding protection was not calibrated. This device was installed by the third party (not arjo).the device was taken out of use and inspected by the arjo representative. The scalding protection was calibrated and the device was repaired. The obtained information is under the further analysis. The investigation is ongoing and its conclusion will be provided within the final report.